Manufacturer narrative:
(B)(4). Evaluation: results: (dissection).

Event description:
Pt presented with stable angina. The pt rec'd an endeavor sprint stent to the proximal lad. A dissection occurred. Three further endeavor stents were implanted to treat a dissection/complication/bailout. Pt exhibited stable angina at 30 day f/u and was asymptomatic at 6 month, 1 year, 1.5 year and 2 year f/u stages.